Event description:
Dr was removing a cataract and procedure was progressing well. Dr stopped to check for possible rupture of cornea. After determining there was no rupture dr continued to remove cornea when he noticed wrinkling and a dense white area on the cornea. Dr concured with his associate and ended the case without implanting new lens. A decision was made to let the cornea heal before implanting new lens.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.